Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2202, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Consumer reported that she had pelvic pain, gained 30lbs in 2 years, joint pain, headaches daily, horible brain fog, extremely bloated and gassy, she was now gluten sensitive and also had extreme fatigue. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Follow up information received on 05-jan-2016 via social media and the case was upgraded to incident. The consumer reported that she had essure inserted in (B)(6) 2012 and hysterectomy in (B)(6) 2015. She experienced three years of pain and suffering. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy, approximately 3 years after device placement. This event is listed according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident upon receipt of follow-up information; since hysterectomy was reported (surgical intervention was required). In this case, the company was unable to confirm any quality defect or device malfunction (no sample returned and no lot reported).

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2202) on 28-oct-2015. The most recent information was received on 22-aug-2018 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. The tube was opened ensure that no portion of the essure device had been cut or removed and procedure was performed on the patient s right with careful dissection of the utero-ovarian ligament from underneath the small portion of tube that remained due to the essure device,fallopian tube with no cytologic abnormalities. Serosa showing no active endometriosis. Concurrent conditions included overweight, uterine bleeding, paratubal cyst, inflammation, nabothian cyst and adenomyosis. Concomitant products included anovlar (loestrin), doxycycline, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gained 30lbs in 2 years"), arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue ("extreme fatigue"), emotional distress ("suffering, emotional anguish"), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), pruritus ("itching on shins"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("neurological conditions or problems: memory loss"), glucose tolerance impaired ("pre-diabetic"), glycosylated haemoglobin increased ("a1c increased"), depression ("totally depressed"), eye irritation ("burning sensation in eyes"), adenomyosis ("adenomyosis") and cervical cyst ("nabothian cyst"). The patient was treated with surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage, amnesia, glycosylated haemoglobin increased, eye irritation and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, amnesia, anxiety, arthralgia, cervical cyst, depression, dysmenorrhoea, emotional distress, eye irritation, fatigue, feeling abnormal, genital haemorrhage, glucose tolerance impaired, gluten sensitivity, glycosylated haemoglobin increased, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She had brca2 carrier, requesting prophylactic surgery. Concerning the injuries reported in this case, the following ones were migraines, pelvic pain, dysmenorrhea, described/confirmed in patient¿s medical records: diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Urine pregnancy test: negative (B)(6) 2016: thyroid exam: a1c elevated. * pathology report: serosa showing no active endometriosis, ectocervix and endocervix within normal limits. Mild chronic inflammation and nabothian cysts, transition zone of cervix. Thin inactive endometrium - adenomyosis - bilateral essuer coils indentified. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2202) on 28-oct-2015. The most recent information was received on 27-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant severe pelvic pain / pain') and genital haemorrhage ('abnormal heavy bleeding') in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. The tube was opened ensure that no portion of the essure device had been cut or removed and procedure was performed on the patient s right with careful dissection of the utero-ovarian ligament from underneath the small portion of tube that remained due to the essure device,fallopian tube with no cytologic abnormalities. Serosa showing no active endometriosis. Concurrent conditions included overweight, uterine bleeding, paratubal cyst, inflammation, nabothian cyst and adenomyosis. Concomitant products included doxycycline, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and emotional distress ("suffering, emotional anguish"), lasting 1095 days, was found to have weight increased ("gained 30lbs in 2 years") and glycosylated haemoglobin increased ("a1c increased") and experienced arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue ("extreme fatigue"), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), pruritus ("itching on shins"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("neurological conditions or problems: memory loss"), glucose tolerance impaired ("pre-diabetic"), depression ("totally depressed"), eye irritation ("burning sensation in eyes"), adenomyosis ("adenomyosis") and cervical cyst ("nabothian cyst"). The patient was treated with surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage, amnesia, glycosylated haemoglobin increased, eye irritation and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, amnesia, anxiety, arthralgia, cervical cyst, depression, dysmenorrhoea, emotional distress, eye irritation, fatigue, feeling abnormal, genital haemorrhage, glucose tolerance impaired, gluten sensitivity, glycosylated haemoglobin increased, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She had brca2 carrier, requesting prophylactic surgery concerning the injuries reported in this case, the following ones were migraines, pelvic pain, dysmenorrhea, described/confirmed in patient¿s medical records. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Urine pregnancy test: negative. (B)(6) 2016: thyroid exam: a1c elevated. * pathology report: serosa showing no active endometriosis, ectocervix and endocervix within normal limits. Mild chronic inflammation and nabothian cysts, transition zone of cervix. Thin inactive endometrium - adenomyosis - bilateral essuer coils indentified. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information from duplicate case (B)(4) has been transferred to this case, including reporter (potential legal) and legacy device report number 2951250-2019-11759). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on (B)(6) 2015. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant severe pelvic pain / pain') in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. The tube was opened ensure that no portion of the essure device had been cut or removed and procedure was performed on the patient s right with careful dissection of the utero-ovarian ligament from underneath the small portion of tube that remained due to the essure device,fallopian tube with no cytologic abnormalities. Serosa showing no active endometriosis. Concurrent conditions included overweight, uterine bleeding, paratubal cyst, inflammation, nabothian cyst and adenomyosis. Concomitant products included doxycycline, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and emotional distress ("suffering, emotional anguish"), lasting 1095 days, was found to have weight increased ("gained 30lbs in 2 years") and glycosylated haemoglobin increased ("a1c increased") and experienced arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue ("extreme fatigue"), genital haemorrhage ("abnormal heavy bleeding"), rash ("rash"), pruritus ("itching on shins"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("neurological conditions or problems: memory loss"), glucose tolerance impaired ("pre-diabetic"), depression ("totally depressed"), eye irritation ("burning sensation in eyes"), adenomyosis ("adenomyosis") and cervical cyst ("nabothian cyst"). The patient was treated with surgery (total hysterectomy (lavh) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage, amnesia, glycosylated haemoglobin increased, eye irritation and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, amnesia, anxiety, arthralgia, cervical cyst, depression, dysmenorrhoea, emotional distress, eye irritation, fatigue, feeling abnormal, genital haemorrhage, glucose tolerance impaired, gluten sensitivity, glycosylated haemoglobin increased, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: brca2 carrier, requesting prophylactic surgery. Since having the surgery, plaintiff's symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Urine pregnancy test: negative (B)(6) 2016: thyroid exam: a1c elevated * pathology report: serosa showing no active endometriosis, ectocervix and endocervix within normal limits. Mild chronic inflammation and nabothian cysts, transition zone of cervix. Thin inactive endometrium - adenomyosis - bilateral essuer coils indentified. Concerning the injuries reported in this case, the following ones were migraines, pelvic pain, dysmenorrhea, described/confirmed in patient¿s medical records. Lot number: a04530, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2202) on 28-oct-2015. The most recent information was received on 27-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant severe pelvic pain / pain') in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. The tube was opened ensure that no portion of the essure device had been cut or removed and procedure was performed on the patient s right with careful dissection of the utero-ovarian ligament from underneath the small portion of tube that remained due to the essure device,fallopian tube with no cytologic abnormalities. Serosa showing no active endometriosis. Concurrent conditions included overweight, uterine bleeding, paratubal cyst, inflammation, nabothian cyst and adenomyosis. Concomitant products included doxycycline, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. On (B)(6)2015, the patient experienced procedural pain ("painful post-operative recovery"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and emotional distress ("suffering, emotional anguish"), lasting 1095 days, was found to have weight increased ("gained 30lbs in 2 years") and glycosylated haemoglobin increased ("a1c increased") and experienced arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue ("extreme fatigue"), genital haemorrhage ("abnormal heavy bleeding"), rash ("rash"), pruritus ("itching on shins"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("neurological conditions or problems: memory loss"), glucose tolerance impaired ("pre-diabetic"), depression ("totally depressed"), eye irritation ("burning sensation in eyes"), adenomyosis ("adenomyosis") and cervical cyst ("nabothian cyst"). The patient was treated with surgery (total hysterectomy (lavh) on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage, amnesia, glycosylated haemoglobin increased, eye irritation and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, amnesia, anxiety, arthralgia, cervical cyst, depression, dysmenorrhoea, emotional distress, eye irritation, fatigue, feeling abnormal, genital haemorrhage, glucose tolerance impaired, gluten sensitivity, glycosylated haemoglobin increased, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: brca2 carrier, requesting prophylactic surgery. Since having the surgery, plaintiff's symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Urine pregnancy test: negative. (B)(6)2016: thyroid exam: a1c elevated. * pathology report: serosa showing no active endometriosis, ectocervix and endocervix within normal limits. Mild chronic inflammation and nabothian cysts, transition zone of cervix. Thin inactive endometrium - adenomyosis - bilateral essure coils identified. Concerning the injuries reported in this case, the following ones were migraines, pelvic pain, dysmenorrhea, described/confirmed in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: duplicate record # (B)(4)(medwatch 3500a MFR number 2951250-2019-14417, received on 3-dec-2019) was detected which will be deleted from bayer safety database after all information was transferred to this case (B)(4) which will be retained. New: social media reporter was added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant severe pelvic pain / pain') and device dislocation ('migration') in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. The tube was opened ensure that no portion of the essure device had been cut or removed and procedure was performed on the patient s right with careful dissection of the utero-ovarian ligament from underneath the small portion of tube that remained due to the essure device,fallopian tube with no cytologic abnormalities. Serosa showing no active endometriosis. Concurrent conditions included overweight, uterine bleeding, paratubal cyst, inflammation, nabothian cyst and adenomyosis. Concomitant products included doxycycline, ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and emotional distress ("suffering, emotional anguish"), lasting 1095 days, experienced device dislocation (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue extreme ("extreme fatigue"), genital haemorrhage ("abnormal heavy bleeding"), rash ("rash"), pruritus ("itching on shins"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities, feet got worse"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("neurological conditions or problems: memory loss, memory were shot"), glucose tolerance impaired ("pre-diabetic"), depression ("totally depressed"), eye irritation ("burning sensation in eyes"), adenomyosis ("adenomyosis"), cervical cyst ("nabothian cyst"), vitamin d deficiency ("vitamin d deficiency"), allergy to metals ("nickel allergy"), inflammation ("chronic inflammation"), flatulence ("gas"), plantar fasciitis ("plantar fascitus"), hot flush ("hot flushes"), brca1 gene mutation ("positive brca mutation") and exhaustion ("exhaustion"), was found to have a pregnancy ("pregnancy") and was found to have weight increased ("gained 30lbs in 2 years") and glycosylated haemoglobin increased ("a1c increased"). The patient was treated with surgery (total hysterectomy (lavh) on (B)(6) 2015). Essure was removed on(B)(6) 2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the device dislocation, pregnancy, weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue extreme, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage, amnesia, glycosylated haemoglobin increased, eye irritation, adenomyosis, allergy to metals, inflammation, flatulence, plantar fasciitis, hot flush, brca1 gene mutation and exhaustion outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, brca1 gene mutation, cervical cyst, depression, device dislocation, dysmenorrhoea, emotional distress, eye irritation, fatigue extreme, feeling abnormal, flatulence, genital haemorrhage, glucose tolerance impaired, gluten sensitivity, glycosylated haemoglobin increased, headache, hot flush, inflammation, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, plantar fasciitis, pregnancy, procedural pain, pruritus, rash, vaginal haemorrhage, vitamin d deficiency, weight increased and exhaustion to be related to essure. The reporter commented: brca2 carrier, requesting prophylactic surgery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Urine pregnancy test: negative. (B)(6) 2016: thyroid exam: a1c elevated. Pathology report: serosa showing no active endometriosis, ectocervix and endocervix within normal limits. Mild chronic inflammation and nabothian cysts, transition zone of cervix. Thin inactive endometrium - adenomyosis - bilateral essuer coils identified. Concerning the injuries reported in this case, the following ones were migraines, pelvic pain, dysmenorrhea, described/confirmed in patient¿s medical records. Lot number: a04530. Manufacture date: 2012-04. Expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received . New event vitamin d deficiency added. On (B)(6) 2020: social media content received . Reporter added. On (B)(6) 2020: social media received. New event nickel allergy and chronic inflammation were added. New reporter added. On (B)(6) 2020: social media received. New reporter added. Event 'gas', 'plantar fascitus', 'thyroid level elevated', 'hot flushes; migration, positive brca mutation, pregnancy added. Event feet got worse club with swelling and pain of feet. Event memory were shot club with neurological conditions or problems: memory loss. On (B)(6) 2020: processed with fu 21. On (B)(6) 2020: social media received. New reporter added. Event exhaustion added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 1-feb-2017: now reported from lawyer: essure implanted on (B)(6) 2012 for permanent contraception, removed on (B)(6) 2015. Reported events: abnormal heavy bleeding, constant severe pelvic pain, rash, itching, fatigue, headaches, weight gain, bloating, swelling and pain in lower extremities, anxiety, mood swings, all considered related to essure, and after painful post-operative recovery symptoms are mostly resolved. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant severe pelvic pain and abnormal heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 3 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (total hysterectomy). Other nonserious events were reported. In this case, the company was unable to confirm any quality defect or device malfunction (no sample returned and no lot reported). No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included anovlar (loestrin), doxycycline, ibuprofen and paracetamol (acetaminophen). On(B)(6)2012, the patient had essure inserted. On(B)(6)2015, 2 years 10 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gained 30lbs in 2 years"), arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue ("extreme fatigue"), emotional distress ("suffering, emotional anguish"), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), pruritus ("itching"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and amnesia ("neurological conditions or problems: memory loss"). The patient was treated with surgery (total hysterectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage and amnesia outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, arthralgia, dysmenorrhoea, emotional distress, fatigue, feeling abnormal, genital haemorrhage, gluten sensitivity, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received: new events: menorrhagia, vaginal haemorrhage, migraine, amnesia, dysmenorrhoea were added. Previously reported event ¿abdominal distension, pelvic pain, headache¿ outcome, reporter, patient demographic information updated. Product lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2202) on 28-oct-2015. The most recent information was received on 7-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 43-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. The tube was opened ensure that no portion of the essure device had been cut or removed and procedure was performed on the patient s right with careful dissection of the utero-ovarian ligament from underneath the small portion of tube that remained due to the essure device,fallopian tube with no cytologic abnormalities. Serosa showing no active endometriosis. Concurrent conditions included overweight, uterine bleeding, paratubal cyst, inflammation, nabothian cyst and adenomyosis. Concomitant products included anovlar (loestrin), doxycycline, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gained 30lbs in 2 years"), arthralgia ("joint pain"), headache ("headaches daily"), feeling abnormal ("horrible brain fog"), abdominal distension ("gassy/extremely bloated"), gluten sensitivity ("now gluten sensitive"), fatigue ("extreme fatigue"), emotional distress ("suffering, emotional anguish"), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), pruritus ("itching on shins"), peripheral swelling ("swelling and pain in lower extremities"), pain in extremity ("swelling and pain in lower extremities"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("neurological conditions or problems: memory loss"), glucose tolerance impaired ("pre-diabetic"), glycosylated haemoglobin increased ("a1c increased"), depression ("totally depressed"), eye irritation ("burning sensation in eyes"), adenomyosis ("adenomyosis") and cervical cyst ("nabothian cyst"). The patient was treated with total hysterectomy and essure removal on (B)(6) 2015. At the time of the report, the pelvic pain, headache, abdominal distension and dysmenorrhoea had resolved and the weight increased, arthralgia, feeling abnormal, gluten sensitivity, fatigue, emotional distress, genital haemorrhage, rash, pruritus, peripheral swelling, pain in extremity, anxiety, mood swings, procedural pain, migraine, menorrhagia, vaginal haemorrhage, amnesia, glycosylated haemoglobin increased, eye irritation and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, amnesia, anxiety, arthralgia, cervical cyst, depression, dysmenorrhoea, emotional distress, eye irritation, fatigue, feeling abnormal, genital haemorrhage, glucose tolerance impaired, gluten sensitivity, glycosylated haemoglobin increased, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She had brca2 carrier, requesting prophylactic surgery concerning the injuries reported in this case, the following ones were migraines, pelvic pain, dysmenorrhea, described/confirmed in patient¿s medical records: diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Urine pregnancy test: negative. (B)(6) 2016: thyroid exam: a1c elevated. * pathology report: serosa showing no active endometriosis, ectocervix and endocervix within normal limits. Mild chronic inflammation and nabothian cysts, transition zone of cervix. Thin inactive endometrium - adenomyosis - bilateral essuer coils indentified. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: follow-up received as social media post. Events added: totally depressed, burning sensation in eyes, adenomyosis, nabothian cyst, a1c increased, pre-diabetic. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.